Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient underwent a spinal fusion surgery using rhbmp-2/acs on (B)(6) 2008. It was reported, the patient had additional hospitalizations for post op infection, months of home IV antibiotic regimens via PICC lines coupled with pain which caused loss of ability to work and decreased in patient's quality of lifestyle. On (B)(6) 2008, just 18 days after the first operation, patient was admitted into hospital for delirium, sepsis ((B)(6) in blood and wound cultures), upper gi bleed, hypernatremia, dehydration, and post-lumbar fusion. A lumbar CT showed infections tracking the s1 pedicle screws, soft tissues abnormality above the posterior fixation device, and frank infection of l5-s1 disc space. A second surgery was performed on (B)(6) 2008 when surgeon opened up the previous incision to perform an I<(>&<)>d, removed hardware and performed a laminectomy. The same hardware was re-implanted, the hardware was not re-sterilized and no new hardware was used. The PICC line was used for another two months for antibiotic ther apy. It was reported that the surgeries have caused or lead to mild bulge plus large left paracentral and foraminal protrusion causing left s1 root compression in the lateral recess at l5-s1; and extruded bone and disc material as a result of use of infuse / bmp-2.